Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead was placed on the his bundle and exhibited cross talk oversensing once connected to the implantable pulse generator (ipg) device. Programming was unable to fix the issue. The implant was abandoned, and it was decided to implant a crt-p system instead. The lead was removed. No patient complications have been reported as a result of this event.